Manufacturer narrative:
Section d9 device available for evaluation "yes" returned on nov 29, 2021 section h3 device evaluated by manufacture: yes device evaluation: one (1) opened pi received within original packaging confirming the reported lot number. A visual inspection of the returned product did not reveal any obvious defects or damage. Functional testing was performed with all results within specifications. The reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9 device available for evaluation: no section h2 device evaluated yes device evaluation: a search for related complaints from lot number 60295221 from the last 12 months was conducted on 5-nov-2021 and two (2) related complaint(s) were found for "dc-suction loss during laser fire". At the time of the investigation, product was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. The review of the device history record (DHR) for femtosecond laser system showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. Based on the information obtained, there is no indication of product malfunction or product deficiency. Johnson & johnson surgical vision will continue to monitor this type of complaints per global complaint trending. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
(B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. If there is any further relevant information, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a suction loss during laser fire occurred using the patient interface (pi). No patient injury and/or complications were reported. No additional information received. This report is 1 of 2 reports.